Manufacturer narrative:
The product was returned for evaluation. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that could cause the needle mechanism from false deployment or delivering of insulin. Release records were reviewed and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer's father reported that the his blood glucose reached 330 mg/dl after wearing the pod between 1 and 4 hours. The pod was deactivated and he noticed that the cannula was bent.